Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The logfile review shows that the user only renewed the energy check one time on that day with a system running time of more than seven hours, so several treatments were performed out of the required time range to the last energy check. During the whole day the user performed successfully 22 treatments without any error or warning. The energy was stable during the complete day with no abnormalities. No abnormalities or deviations besides the mentioned fact that several treatments were out of the required time range to the last energy check can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic assistant reported a patient with mild diffuse lamellar keratitis along the flap edge from 6 o'clock to 8 o'clock in the left eye. The patient was prescribed a topical antibiotic and steroid eye drop. Additional information reported states that the patients symptoms have resolved.